Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. Further investigation is being conducted and will be included in the final report. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On 21 may 2025, it was reported to gore concerning a gore® acuseal vascular graft. The physician notified gore that an acuseal device explant will be sent for inspection. Additional information has been requested however, at the time of this report no other information was provided.

Event description:
On 21 may 2025, it was reported to gore concerning a gore® acuseal vascular graft (acuseal device). According to the report, a patient presented with a graft delamination. Initially it was reported that the acuseal device would be explanted and sent to gore for further investigation. On (B)(6) 2025, this decision was allegedly reversed and the acuseal device was not explanted. Instead, it was reported that the patient was treated with a graft thrombectomy and balloon angioplasty. The physician opted out from explanting the acuseal device during the surgery. No other information was made available.

Manufacturer narrative:
B1: type of report changed to adverse event. B5: event summary updated. D9: device was not sent to manufacturer. H6: updated health effect clinical & impact codes, type of investigation code, and investigation findings & conclusion codes. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. As the device remains implanted, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance nor the device was returned for evaluation.